Manufacturer narrative:
Estimated date. The device is not expected to be returned. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. Article attached: comparison of radial versus femoral access using hemostatic devices following percutaneous coronary interventionna.

Event description:
It was reported through a research article identifying proglide devices that were related to the following outcomes: oozing; hematomas; potential prolonged hospitalization specific patient information is documented as unknown. Details are listed in the attached article, titled "comparison of radial versus femoral access using hemostatic devices following percutaneous coronary intervention".

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for evaluation. The patient effects of hematoma and hemorrhage are listed in the proglide instructions for use (IFU), as potential adverse events of use of the device. A review of the manufacturing records could not be conducted because the lot number was not provided. Based on the information reported through the research article, a definitive cause for the reported patient effect(s) of hematoma and hemorrhage, and the relationship to the product, if any, cannot be determined. The reported hospitalization was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.